Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628, batch#: 4065404. It was reported that the bd luer-lok plunger rod was broken/damaged. The following information was provided by the initial reporter: "is the plunger supposed to pop out? Our other syringes from bd do not have this problem but it has happened several times for us. We use these for botox so having the plunger pop off after draw causes us to waste medication." Response per bd medical information: syringe plungers can be purposefully pulled all the way out. However, they should not easily pop out if used correctly. The plunger should not be pulled past the last graduation mark on the barrel. We are unable to determine if there is a defect or if it is user error at this time. Therefore, please ensure you submit the complaint as you stated in the email. We do not have any information or received reports of this problem and are unaware of a recall.

Manufacturer narrative:
Three photos of 1ml luer-lok syringes (p/n - 309628) were received and evaluated. All three photos show one loose syringe with one photo showing one loose syringe with all components separated and no defects observed. The next two images from different angles show a plunger rod broken off at the tip inside of the stopper, with the stopper remaining inside the barrel. According to verbatim, the complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the plunger rod broken defect is associated with the assembly process.

Event description:
No additional information.